Event description:
Customer mentioned that the iunihg screw loosened in the abutment and now the abutment will not stay seated in the patients mouth.

Manufacturer narrative:
The screw that was reported in the complaint was not returned for investigation. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015. Information identified: precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Customer indicated that the iunihg screw loosened in the abutment and the abutment will not stay seated in the patient's mouth. Damage is seen at the seating surface of the abutment. Functional testing was performed against a stock component and the abutment does not seat fully. With an abutment not seating, the bundle screw will not hold an abutment fully to an implant like intended and will become loose. The bundled screw for this abutment was not returned. The customer's complaint was confirmed based on the functional testing performed with the said returned abutment. The root cause for the complaint is customer error. The following sections were updated: UDI: (B)(4).